Event description:
Discordant, falsely low acetaminophen (actm) results were obtained on two samples from the same patient, which were tested on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The first sample from the patient was diluted for repeat testing on the same instrument and resulted higher upon dilution. The patient was redrawn and the new sample was run neat on the same instrument, resulting low. The sample was then diluted and resulted higher when tested on the same instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant actm results.

Manufacturer narrative:
The cause of the discordant actm results is unknown. Siemens healthcare diagnostics, inc. Is investigating this issue.

Manufacturer narrative:
The initial MDR 1226181-2014-00405 was filed on july 30, 2014. Additional information (07/08/2014): the patient samples were sent to an alternate laboratory for testing. The patient was treated based upon the discordant result. The siemens customer care center (ccc) informed the customer that patient samples should only be diluted when they are above the assay range, not below it. The cause of the discordant results was a user error. Section h6 has been changed. Correction: section b5 of the initial MDR states that the low results were the discordant results. The elevated results were the discordant results.

Event description:
Discordant, falsely elevated acetominophen (actm) results were obtained on two patient samples from the same patient. The initial results obtained on the neat samples were low and were reported to the physician(s). The samples were diluted for repeat testing and resulted higher. The diluted results were reported to the physician(s) as corrected reports. The patient was treated based on the elevated actm results. It is unknown what type of treatment was administered. The patient samples were sent to an alternate facility and run neat, resulting low. The samples were tested upon dilution at the alternate facility and resulted higher. It was determined that the low results were correct.